Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR:  it is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05485 and 2134265-2018-05943. It was reported that automatic pullback failure occurred. The 85% stenosed target lesion was located in the moderately tortuous and mildly calcified iliac artery. During an endovascular treatment (evt) for iliac stenosis, an ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and pullback sled to view the target lesion. When opticross 18 peripheral was used, the part to perform pullback was hard and it could not be moved. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported.